Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that nail cap could not be inserted because the plastic may be higher than normal.